Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas pro ise analytical unit. The initial result was 150.50 mmol/l. The repeat result was 141.40 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the dilution cup. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the event was due to mechanical/wear issues. The customer did not report any other issues after service. The investigation determined that the service action resolved the issue.